Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dermatitis contact ("allergy to adhesive band aid"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the medical device removal and dermatitis contact outcome was unknown. The reporter considered dermatitis contact and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and dermatitis contact no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2019. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and endometrial ablation ('uterus ablated') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2009, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dermatitis contact ("allergy to adhesive band aid"), autoimmune thyroiditis ("hashimoto's thyroiditis"), autoimmune disorder ("other autoimmune diseases"), headache ("chronic daily headaches"), memory impairment ("memory deficits"), disturbance in attention ("concentration deficits"), night sweats ("night sweats"), abdominal distension ("bloating"), arthralgia ("joint pain"), arthropathy ("joint deterioration") and bone loss ("bone loss in right femur"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, dermatitis contact, autoimmune thyroiditis, autoimmune disorder, headache, memory impairment, disturbance in attention, night sweats, abdominal distension, arthralgia, arthropathy and bone loss outcome was unknown. The reporter considered abdominal distension, arthralgia, arthropathy, autoimmune disorder, autoimmune thyroiditis, bone loss, dermatitis contact, disturbance in attention, endometrial ablation, headache, medical device removal, memory impairment and night sweats to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal and dermatitis contact. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received, event bone loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2019. The most recent information was received on 07-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(4), awareness date 05-nov-2015). It refers to a female consumer of 38 years-old in united states who had essure (fallopian tube occlusion insert) inserted in 2008. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), endometrial ablation ('uterus ablated'), autoimmune thyroiditis ('hashimoto's thyroiditis') and autoimmune disorder ('other autoimmune diseases') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2009, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dermatitis contact ("allergy to adhesive band aid"), autoimmune thyroiditis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("chronic daily headaches"), memory impairment ("memory deficits"), disturbance in attention ("concentration deficits"), night sweats ("night sweats"), abdominal distension ("bloating"), arthralgia ("joint pain") and arthropathy ("joint deterioration"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, dermatitis contact, autoimmune thyroiditis, autoimmune disorder, headache, memory impairment, disturbance in attention, night sweats, abdominal distension, arthralgia and arthropathy outcome was unknown. The reporter considered abdominal distension, arthralgia, arthropathy, autoimmune disorder, autoimmune thyroiditis, dermatitis contact, disturbance in attention, endometrial ablation, headache, medical device removal, memory impairment and night sweats to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and dermatitis contact. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-nov-2019: the case (B)(4) was identified as duplicate of this present case and will be deleted from bayer pv database. Its information has been transferred: reporter (health authority), essure insertion date, events uterus ablated, hashimoto's thyroiditis, other autoimmune diseases, memory deficits, chronic daily headaches, concentration deficits, night sweats, bloating, joint pain, joint deterioration. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.